Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported patient complications. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 3 months after the dental implant was placed in ada site 30 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted patient's peri- implantitis and bone loss. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that over 3 months after the dental implant was placed in ada site 30 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted patient's peri- implantitis and bone loss. There were no reported post-operative complications. (B)(4).